Event description:
Philips received a complaint by the biomedical engineer (bme) on the v60 indicating that a 1007 "machine and proximal pressure sensors failed" error occurred. It was reported that there was no patient involvement at the time the issue was discovered. The biomedical engineer (bme) reported to the remote service engineer (rse) that a 1007 "machine and proximal pressure sensors failed" error occurred, and the device was not reading the two flow sensors, motor controller (mc) printed circuit board assembly (pcba), power management (pm) pcba, or data acquisition (da) pcba on the ventilator information screen. The bme also mentioned to the rse that the error was encountered shortly after the pm pcba was previously replaced per field change order (fco). The bme tried another pm pcba and confirmed that the reported issue was resolved. The device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.